Event description:
The complainant reported a red alarm battery failure on the automated impella controller (aic) controller was observed.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.